Event description:
It was reported that the patient was presented to the clinic where the device was found to be at recommended replacement time (rrt). The device did not have a time stamp of when it went to rrt so it was unclear how long the device had been at this stage and how long it would last before change out. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets expected longevity.